Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The product was being used to impact the tibial tray. Towards the end of impaction the item split in half, separated from the handle and both bits fell to the floor. The surgeon was happy the tray was sufficiently impacted so there was no further need for the instrument.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.